Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Clinical report states that patient was revised to address a fractured femoral head. The complaint is being updated/corrected to reflect a clarification of the event obtained on (B)(6) 2013 by clinical which states that the reason for the patient's revision was metal-on-metal wear, rather than a fractured implant, as originally reported.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Clinical report states that patient was revised to address a fractured femoral head. Doi (B)(6) 2009 - dor (B)(6) 2013 (right hip). *update received (B)(4) 2013** - the complaint is being updated/corrected to reflect a clarification of the event obtained on (B)(4) 2013 by clinical which states that the reason for the patient's revision was metal-on-metal wear, rather than a fractured implant, as originally reported. **update received (B)(4) 2013** - the complaint is being updated to include information from a duplicate complaint, (B)(4), received from the field which states additional reasons for the patient's (B)(4) 2013 revision of slight pain and elevated metal ion levels. The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This is a duplicate report of 1818910-2013-31412. This report, 1818910-2013-36416, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2013-31412.